Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or frozen screen noted. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker. All operating currents are within specification. No unexpected weak batt alarm noted.

Event description:
Customer reported that the insulin pump returned a button error alarm. Blood glucose level was 140 mg/dl at the time of the call. No further information was provided.